Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 16-17 mg/dl. Suspected cause was due to having a correction factor and basal rate that was too high. Customer consumed carbohydrates and administered a glucagon injection to address bg level. Customer was admitted into the emergency room, subsequently hospitalized, and treated with saline fluids and glucose via intramuscular. Healthcare provider updated customer's pump settings to address the event. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.